Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was noted that the healthcare provider had not seen the patient since their revision. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was had their unit replaced due to falls. No symptoms were reported. No further complications were reported or anticipated. [Omitted information from (B)(4)-3rd ins, falls, loss of therapy and (B)(4)-1st ins fall, replaced].